Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an l5-s1 posterior lumbar fusion with an interbody device and rhbmp-2/acs. Post-op, the patient developed a "sac of inflammation" around the nerves. The surgeon did an aspiration in 2007, but the sac returned within a week. The following month, the patient had another surgery to clean up the inflammation. In 2009, the patient underwent an additional surgery to remove bony growth around the s1 nerve. The patient is reporting chronic pain and nerve damage.